Manufacturer narrative:
(B)(4). Concomitant medical products: pt-113950, pt hybrid glen post regenerex, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09659.

Event description:
It was reported that the patient was revised due to pain and a broken implant. The shoulder was revised to a hemi shoulder, and bonegraft was used to fill the patient's glenoid. No additional patient consequences were reported. No further information is a available.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the reported product was not involved in the event. Previously submitted report should be voided.